Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed several times. Advised customer to revert to back up plan. The insulin pump will be replaced. The customer's blood glucose was 125mg/dl.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump programmed with the current time and date, monitored and tested. The time and date functioning properly. No program alarm anomaly alarm noted. The insulin pump received with cracked reservoir tube lip noted.